Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the hospital due to syncope. This cardiac resynchronization therapy defibrillator (crt-d) check was requested. No additional adverse patient effects were reported.

Event description:
Despite efforts additional information was not obtained when it comes to this case.